Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in fail physical condition as the housing was cracked and the screen was scratched. Review of the device data log did not show any findings. Functional testing included use testing. The pump was powered on and a "no disposable" alarm was unable to be duplicated. The upstream occlusion sensor was recalibrated as a preventative measure. Based on the evidence, the complaint was unable to be confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a "no disposable" alarm. No adverse effects were reported.